Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported stent elongation was due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed a lesion with heavy calcification in the left superficial femoral artery (sfa). The vessel was prepared with atherectomy and ballooning successfully. During use of a non-abbott drug eluting balloon a dissection occurred. The 6.0 x 150 mm supera was advanced to the target lesion and during deployment the stent elongated more than 10% due to the anatomy. The supera stent was deployed without issue and covered both the lesion and the dissection; however, the proximal and distal edges of the stent extended to healthy tissue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.